Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the pt expired. The cause of death was not reported. It was reported that the death was unrelated to the implanted system. The pump was used to deliver morphine.